Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 7 row tray was not detected on the communication bus. The field service engineer (fse) inspected and found that debris lodged beneath the cubie pockets. The fse removed all the cubie pockets from the device, and the debris was cleared using the diagnostics. The fse shut down the station and reseated all row tray and controller board connections. After reassembling the drawer and rebooting the device, all board lights illuminated properly. Upon restarting the es application, all cubie pockets on the drawer were successfully detected. The customer completed an inventory of the device without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.